Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: the device was returned for analysis. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, however liquid was observed to be leaking from a balloon pinhole located approximately 5.5mm proximal of the proximal edge of the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 20mm, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with enough inflation from this device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 20mm, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with enough inflation from this device. No patient complications were reported and patient status was stable.